Event description:
It was reported that the patient underwent a fusion procedure at l5-s1 using rhbmp-2/acs with cage and instrumentation. Surgery was successful. Post-operatively, patient was told he was fused at 14 months. On (B)(6) 2013, doctor states he "considers the fusion to be complete." In the appointments in september and october, ¿the surgeon discounts the possibility of fracture, thus complete failure of you material, and seems insistent that I was suffering from muscle pain¿. It was reported that on (B)(6) 2013, a stress test was done for a cardiologist: the ¿walk¿ turned into a¿ run¿ afterwards the patient had severe pain. Surgeon requested a CT lumbar scan that was performed on (B)(6) 2013 and patient was also referred to a pain control physician in (B)(6) 2013, CT scan did not read as fractures at that time. In (B)(6) 2014, patient returned to his surgeon who indicated that CT show fractured vertebral bodies between screws. Patient has been offered pain management and/or a revision with a plate or possible vertebroplasty with cement. No revision planned at this time. The pain control doctor prescribed dilaudid for the extreme pain and patient was also referred to physical therapy. Per the patient, the CT scan was not reviewed until (B)(6) 2014, at which time 5 fractures, 4 emanating from all your screws reaching to the newly formed intervertebral bone. The promoted bone was completely fractured, and ¿it demonstrates complete failure of the l5-s1 fusion.¿ the patient states, ¿never have I heard pain intensity equivalent to bullet wounds, as just non-union of fractures.¿

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.